Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. UDI (di): (B)(4).

Event description:
It was reported that the ventricular lead was pulled back into svc and needed to be repositioned. The lead was explanted and replaced when repositioning was unsuccessful. Patient was stable post-procedure.